Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00489 on 22-dec-2020. Additional information (15-jan-2021): photometer data from the atellica ch 930 analyzer suggests possible evidence of foaming in the cuvette after delivery and mixing of reagent 1 and sample. The siemens customer service engineer (cse) replaced the reagent arm 1 and the sample mixer (smix) assembly, and ran autoalignment 5 times. The issue was resolved after replacement of the smix assembly and the reagent arm 1. The analyzer is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the performance of the enzymatic creatinine_2 (ecre_2) assay, which performed acceptably. The cse raised the reaction plate slightly and aligned all of the modules on the reaction platform. Quality controls (qc) recovered acceptably. Siemens is investigating the issue.

Event description:
A discordant, falsely low enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The sample was repeated for ecre_2 on the same instrument, recovering higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low enzymatic creatinine_2 (ecre_2) result.